Event description:
It was reported a 6f angio-seal sts plus device was used to seal the arteriotomy site post percutaneous procedure. The pt experienced pain at the arteriotomy site and started bleeding. The pt was transferred and underwent surgery. The surgeon stated the angio-seal device was in proper placement but there was a dissection of the vessel opposite and proximal to the arteriotomy site.